Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. The fse verified the alignment of the incubator and the pre-treatment / detection (p/d) table to the x-axis picker and found the incubator assembly misaligned. The fse realigned the incubator assembly and resolved the complaint. The fse repaired and validated the analyzer by successfully performing cup transfer macro and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date (B)(6) 2024. There were four similar complaints identified during the search period for 4163 (2000 only) x-axis cup transfer z-axis home overrun. However, none for 4357 reagent carousel rotation motor positioning overrun. Aia-2000 operator's manual on the appendix 4: error messages: (4163) x-axis cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. (4357) reagent carousel rotation motor positioning overrun. Cause: the positioning sensor activated improperly after rotating of the reagent carousel. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the incubator assembly.

Event description:
A customer reported error messages ¿4163 x-axis cup transfer z-axis home overrun and 4357 reagent carousel rotation motor positioning overrun¿ during calibration and quality control (qc) on the aia-2000 analyzer. The customer removed the rack when the error occurred and performed an all-set-home, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.